Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a pump alert indicating insulin empty despite approximately 53 units remaining, followed by repeated alert 38 motor stall notifications during tubing fill, which prevented insulin delivery until a restart and guided troubleshooting were performed; a dry run delivered 123 units without issue, and a subsequent full supply change with new cartridge, connector, and infusion set restored normal operation and insulin delivery. Symptoms included hyperglycemia with a reported blood glucose of 378 mg/dl without additional clinical effects. Outcomes included temporary interruption of insulin therapy with recovery after successful supply replacement. Investigation included guided troubleshooting, device restart, dry run without consumables, and a full supply change using new supplies. Investigation of this case revealed that the pump motor functioned as expected during the dry run and that the event was consistent with a stalled motor condition linked to supply or flow pathway issues, suggesting a consumable-related obstruction or connection problem rather than an internal pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was attributed to use error or supply-related malfunction resolved by replacement of consumables. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.